Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. Further testing revealed perforation. The lead was explanted and replaced. The patient was fine after the procedure.